Manufacturer narrative:
Investigation conclusion: the investigation found the returned microcatheter to have an exposed lumen coil protruding into the lumen at the hub transition; furthermore, an in-house stent could not be advanced into the microcatheter, which is consistent with the alleged product issue. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil protruding into the lumen, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
It was reported that during a posterior communicating artery aneurysm procedure, the stent could not pass through the microcatheter. The microcatheter was replaced with a new microcatheter. The patient was reported to be good. There was no injury or intervention reported. When the microcatheter was received for evaluation, the investigation findings found an exposed lumen coil protruding into the lumen at the hub transition.